Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump would not charge beyond 50% battery life and didn't appear to properly display the correct battery life percentage. It was also reported that the pump battery rapidly depleted and then shut down. The customer reported a blood glucose (bg) level of 311 (mg/dl). An insulin injection was delivered to address bg level. It was indicated that insulin pens were available for alternate therapy.

Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged malfunction could not be duplicated or verified; a different symptom was found.